Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Far field p-wave oversensing on the ventricular lead was noted on a stored egm. The ventricular lead was sensing p-waves during episodes of atrial fibrillation. The lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasions were found in multiple locations between 8.5cm - 16.1cm from the distal tip, consistent with friction to another implanted device or feature of the heart. The inner coil was visible in one region which could have caused the reported sensing anomaly. Internal insulation abrasions were found in four locations between 5.4cm - 27.9cm from the distal tip, including under the two shock coils.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.